Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that the device did not detect their heart condition and did not notify the physician. The icm remains in use. No patient complications have been reported as a result of this event.